Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that this patient received an inappropriate shock due to noise/oversensing. Data was sent to technical services (ts) for review. Ts confirmed the myopotential nature of the noise and recommended further testing to verify appropriate sensing vector programming. A review of the x-rays confirmed that the system placement was still in the same position. Testing performed showed no clear evidence of non physiological artifacts and myopotential testing revealed presence of noise/oversensing in the primary and secondary sensing vectors, as well as low r wave amplitude in the alternate sensing vector. At this time the device remains implanted. No adverse patient effect were reported. Additional information noted that the patient was hospitalized and the device was turned off to support an in hospital follow up/testing. During testing myopotentials were easily reproduced with arm movements. The patient was very distressed and did not want to receive another inappropriate shock thus after testing the physician elected to perform an intervention and implant a transvenous system. The previously implanted system was thus explanted. No additional adverse patient effects were reported,

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate shock due to noise/oversensing. Data was sent to technical services (ts) for review. Ts confirmed the myopotential nature of the noise and recommended further testing to verify appropriate sensing vector programming. A review of the x-rays confirmed that the system placement was still in the same position. Testing performed showed no clear evidence of non physiological artifacts and myopotential testing revealed presence of noise/oversensing in the primary and secondary sensing vectors, as well as low r wave amplitude in the alternate sensing vector. At this time the device remains implanted. No adverse patient effect were reported. Additional information noted that the patient was hospitalized and the device was turned off to support an in hospital follow up/testing. During testing myopotentials were easily reproduced with arm movements. The patient was very distressed and did not want to receive another inappropriate shock thus after testing the physician elected to perform an intervention and implant a transvenous system. The previously implanted system was thus explanted. No additional adverse patient effects were reported,